Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had high blood glucose level. Customer's blood glucose level was 461 mg/dl. It also stated that the customer's insulin pump was turning on and off which giving customer high blood glucose numbers. The partent states the customer suffering from symptom's like nausea and vomiting and symptoms was treated with medicines water and bolus. Customer was advised to replace the insulin pump. Insulin pump will not return for analysis.